Manufacturer narrative:
A field service engineer found that a standby valve in a compressor mini was leaking and caused noise. The standby valve was replaced and the compressor operated normally. The leaking valve was discarded. A failing safety valve may in worst case lead to stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. Since no goods or logs are available the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor was making noise. There was no patient involvement. Manufacturer ref.#: (B)(4).